Event description:
The following has been reported: the customer reported that during the administration of rituximab, which was to be infused over a total of 4 hours under a titrated regimen, the pump completed the infusion in approximately 3 hours. The infusion was scheduled for (B)(6), at 10:10 a.m. This situation did not affect the patient or cause him any harm. The patient is stable with no complications. Parameters programmed in the infusion pump: titrated infusion programmed to be administered over 4 hours, titrated infusion administered over 3 hours: rituximab with a total infusion time of 4 hours at 700 ml/h. Rituximab sequence according to the library searched by the clinic on the infusion pump screen: 1 50 ml 75 ml/h 00:40 h. 2. 100 ml 150 ml/h 00:40 h. 3. 600 ml 250 ml/h 02:24 h. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The pump didn't show any overflow. The logs match the rituximab sequence exactly, with the correct programmed flow rates, volumes to infuse, and volumes actually infused at each step. The infusion day starts on (B)(6) 2025 at 10:41:26 and finishes at 13:40:58, when the previous infused volume is cleared and the rituximab drug is selected. The programmed sequence then runs normally 10:42:51: start of phase 1 at 75 ml/h, total volume 0 ml. 11:22:54: phase change to 150 ml/h with 50 ml infused. 12:02:54: phase change to 250 ml/h with 150.1 ml infused. Between 13:30 and13:40: several upstream occlusion alarms appear and stop the infusion at around 514.8 - 618ml infused (safety stops, not overflow). 13:40:58: infusion stops at 618.391 ml due to an upstream occlusion alarm. The issue reported by the customer seems to come from a misunderstanding of the programmed total volume and duration: the clinic expected 4 hours of infusion for 700 ml. But the pump's programmed rituximab sequence is for 750 ml, not 700 ml. For 750 ml, the real total programmed duration is 3h44, not 4h. So even for 700 ml, the duration would naturally be shorter than 4h, not longer. Because the sequence was correctly programmed for 750 ml and the pump delivered according to that sequence, the infusion ending earlier than 4 hours is normal. Additionally, an upstream occlusion alarm suggests the bag may have been empty, which also stops the pump safely. Combined with a miscalculation of expected duration, this may explain why staff thought there was an overflow - but the logs show that no overflow occurred. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. Following the data log there is no overflow (but without this device, it is not possible to confirm with certainty whether or not there is an overflow). The pump followed the rituximab sequence correctly, with normal flows and volumes. The shorter infusion time comes from the programmed 750?ml sequence and a likely empty bag, not from an overflow. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, the device has been tested locally and is found to be functional (according to the provided service report). Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.